Event description:
The user facility reported while using a raptor grasping device during an endoscopic procedure, the device handle felt "loose" and the grasping jaws stuck in the open position. The grasping device had been inserted, removed to claim debris from the jaws, and reinserted several times before the jaws became stuck. The endoscope was removed with the device still inserted to avoid damage to the endoscope. There was no pt injury. After removal of the endoscope, a nurse was attempting to close the grasping jaws protruding from the distal end of the endoscope when something sharp poked her thumb. A wire was observed protruding from near the distal end of the device and a wire disengaged near the handle. The nurse was seen by health services and the user is following hospital procedures.

Manufacturer narrative:
U.s. Endoscopy identified through complaint analysis that when the outer catheter is either coiled or in a contorted configuration outside of the endoscope and the pt, and excessive force is applied to the handle, the jaw may become inoperable and may become stuck in the open position. Us endoscopy had redesigned the handle of the device to prevent the bent hypo tube from disconnecting from the handle and rendering the device unusable. U.s. Endoscopy also initiated a voluntary recall (1528319-9/14/12-002-r) to replace effected units or provide customer credit.